Event description:
A malfunction alarm was reported, displaying a specific malfunction code. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.